Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed. One 2 fr per-q-cath catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter distal to the strain relief was observed to be missing. Some tensile weakness was observed in the distal end of the strain relief. The catheter was dissected, and catheter tubing was found to be broken within the molded strain relief, approximately 1.5 cm proximal to the distal end of the strain relief. A microscopic observation revealed the break surface was mostly flat and granular in texture. The shape, location, and texture of the break surface of the catheter as well as the tensile weakness observed in the distal end of the strain relief indicate the catheter most likely failed due to excessive tensile (pulling) force. The product IFU states: ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place.¿ a lot history review (lhr) of redp2683 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter exhibited a break. No other information was provided.